Event description:
Eval revealed a misaligned display screen, partially dislodged force sensor pins and that the force sensor resistance reading was out of calibration.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen, partially dislodged force sensor pins and that the force sensor resistance reading was out of calibration. "Ezprime" operations were performed several times with no defects found. Review of the pump history did not reveal any "no cartridge detected" warnings.